Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that on (B)(6) 2021, the patient's infusion set's tubing detached/broken at the site connector. Her blood glucose level was 460 mg/dl at the time of the event which she tried to treat with correction bolus via pump and changed the site. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.